Event description:
The patient on bipella support with impella 5.5 and rp flex. The following day, urine output was pink-red and the cause for hemolysis was being evaluated, on heparin, levophed, and vasopressin. The impella rp flex as explanted on day 4, with successful site closure with a fresh mattress suture and manual pressure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.